Event description:
A malfunction alarm on the pump was reported. There was no reported adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, provided necessary reset information, and advised that the customer could continue using the pump. The malfunction did not recur after the reset, and the customer acknowledged the guidance to call back if any further issues arise.